Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer the procedure took place on (B)(6) 2012. The capsule did not stay on the delivery system and had to be recovered with roth net. The pt was not injured following the procedure.